Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21 alarm. Customer's blood glucose was 125 mg/dl. The customer stated a temp basal was not programed before the alarm occurred. The customer was tha the device experienced an unexpected restart. Customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 125 mg/dl. The battery indicator doesn't show 2 bars. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 125 mg/dl. During troubleshooting, they found that the battery compartment is corroded. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with high stop/idle current due to short at the lcd driver board. No unexpected failed battery test or battery out limit alarm noted. The insulin pump passed the unexpected restart error test. No unexpected restart alarm noted. The battery compartment was inspected and no corrosion noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.